Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin delivery was randomly stopping and the pump unexpectedly reset during basal delivery. Customer loaded a new cartridge and resumed insulin therapy. There was no impact to the customer's blood glucose level.